Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during an open hematothorax procedure. The device was being applied to the lung tissue. The device worked find for two uses. For the third use, the reload was placed with articulation and the device could not be fired. The surgeon was able to push the green button but could not squeeze the handle. In order to resolve the issue and complete the case, another device was used. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.